Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead was suspected to be dislodged. A chest x-ray confirmed the lead had fallen in to the right ventricle. The patient is not pacemaker dependent and was therefore not symptomatic to the dislodgement. A revision procedure was performed and this ra lead was repositioned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.